Manufacturer narrative:
From the documentation of our customer, it can be derived, that misuse by the end user might be a root cause: the product might have not been sufficient lubricated; the pt woke up and might have moved and put pressure on the clamp during removal of the skull clamp. From our experiences, the above mentioned points might lead to the slippage, as well as wrong pinning technique. The pinning technique is sufficiently described in the instruction for use, including warnings, if the technique is not followed. Pmi can not recognize any contribution of the doro (r) skull clamp to the incident.

Event description:
We were informed by our distributor in the (B)(4) about a doro skull clamp that was involved in a surgery, where a pt injury occurred. We only got the info, that: pt suffered 2 inch laceration to the left temporal area.